Manufacturer narrative:
(B)(4). Customer stated the product was discard into the garbage and wouldn't be able to send the defective meter back. Most likely underlying root cause: user had poor technique.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting / non-fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed during call on (B)(6) 2015 produced results of 83 mg/dl and 65 mg/dl. Back to back blood test performed prior to call on (B)(6) 2015 produced results of 92 mg/dl and 65 mg/dl. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/17/2017 and open vial date is not verified. Recall test results performed fasting / non-fasting from meter memory: (B)(6). Adverse event not reported.